Event description:
The customer reported that the jaws would no longer open during a laparoscopic hysterectomy. The device was not on tissue at the time and there was no pt injury. The device was returned to covidien and visual inspection discovered that a portion of the clear insulation was missing from the device. The customer confirmed that nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.